Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing and noise. One shock occurred in 2021 and the other inappropriate shock happened this month. The device has now been reprogrammed. There were no additional adverse patient effects. The system remains implanted.